Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third par.

Event description:
The manufacturer received information alleging a ventilator was alarming and had an internal leak. There was no report of patient harm or injury. During the evaluation at the third party service center, an internal leak was observed. The device's flow sensor assembly was replaced to address the issue.